Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the charging port is broken. The device was not in clinical use at the time of an event, therefore no patient or user health consequences or impact occurred.

Manufacturer narrative:
Updated the customer information.